Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8008790. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A complaint history check was performed and this is the 2nd related complaint for open package/seal and the 1st related complaint for cap separates on lot # 8008790. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, open package/seal, cap separates) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 1/2in 90 bx 450 mo packaging was unsealed in the box before use, and the cap had come off the syringe. The following information was provided by the initial reporter: "consumer reported finding bags unsealed in new box and finding one syringe with the cap removed. Was concerned that they were tampered with."